Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had unexpected losses of power resulting in ventricular assist device (vad) stops which were attributed to the batteries losing power. It was also reported that the controller exhibited controller fault alarms after the losses of power which were attributed to the internal battery of the controller. The patient was hospitalized. The controller and batteries were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system, battery. Model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2015 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2015. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2016. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had unexpected losses of power resulting in ventricular assist device (vad) stops which were attributed to the batteries losing power. It was also reported that the controller exhibited controller fault alarms after the losses of power which were attributed to the internal battery of the controller. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the pump and two batteries were not returned for evaluation. The controller was returned for evaluation. No allegations were made against the pump. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power ports of the controller. This is an additional observation not related to the reported event, likely due to the handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA (B)(4) , the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, controller falls within the bounds of this CAPA. Functional testing revealed that the no power alarm only sounded for a brief period of time when both power sources were disconnected and the controller exhibited a controller fault alarm due to an issue with the internal battery. The in ternal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed two controller fault alarms logged on 25-sep-2020 at 18:33:55 and 19:16:14, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two years. Log file analysis also revealed two controller power up events logged on 25-sep-2020 at 17:55:29 and 18:37:48. The data point prior to the first loss of power revealed that battery was connected to power port one with 84% relative state of charge (rsoc) and another battery was connected to power port two with 28% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one and a battery was connected to power port two. The data point prior to the second loss of power revealed that a power adapter was connected to power port one and a battery was connected to power port two with 84% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and a battery was connected to power port two. No anomalies were observed leading up to the losses of power. The controller was without power for 19 and 29 seconds, respectively. As a result, the reported events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarms can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.